Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2016-01405. The patient received two systems. The reported issue pertains to the pns (off-label) system. It was reported the patient experienced loss of stimulation (date of event is unknown). Diagnostic testing indicated multiple high impedance contacts. Surgical intervention will take place to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-01405. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 to explant and replace the leads. Effective stimulation was restored following surgery.